Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, when cutting the stomach, six staples were used and four staplers were not able to be used, all the staplers were broken, the staplers were able to fire at first but broke on the second firing. The staples were not able to form a b shape on the second firing. A new stapler and reload were used to resolve the issue and complete the case. The surgical time was extended by an hour and 30 minutes because the error in the stapler caused crushing damage to the stomach wall, the stomach axis had to be changed. The hospital stay was extended by 1 day.